Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was causing the patient to experience severe pain near their implant site. The patient was unable to sleep on their side due to the associated pain. Surgical intervention was performed and the electrode was explanted successfully. No additional adverse patient effects were reported.